Event description:
Technical services received a call on 6/1/2012. This rv lead is part of a system removal due to an infection. Physician is dr. (B)(6). Lead was implanted on (B)(6) 2009. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).